Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-goiing date of event: unknown pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "after opening the package, it was found the needle separation with suture or suture weathering. The nurse opened 10pcs and found all these 10 pcs products have the defect. The product was unable to be used and was not used for patient. All med watch submissions related to this report are: 3003639970-2018-00499, 3003639970-2018-00519, 3003639970-2018-00520, 3003639970-2018-00521, 3003639970-2018-00522, 3003639970-2018-00523, 3003639970-2018-00524, 3003639970-2018-00525, 3003639970-2018-00526, 3003639970-2018-00527.

Manufacturer narrative:
Associated reports: 3003639970-2018-00530, 3003639970-2018-00529, 3003639970-2018-00521, 3003639970-2018-00522, 3003639970-2018-00523, 3003639970-2018-00524, 3003639970-2018-00525, 3003639970-2018-00526 and 3003639970-2018-00527. Patient information: not applicable, defect found prior use. No patient involved. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.38 kgf in average and 0.80 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.